Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the attachment device was chattering. There were no delays to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.